Event description:
It was reported by the rep that when the device was used during an unknown procedure, it would not fire. It is unknown how the case was completed. There was no consequence to the pt.